Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Ts discussed that the noise looks like muscle noise with a small possibility of an electrode issue. The noise was unable to be reproduced and the system was subsequently reprogrammed to secondary sensing vector. No adverse events were reported.